Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v847586, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that they did not feel stimulation. The patient could not determine if it was on or off because of poor communication both with and without the antenna. There was no telemetry and they were getting the poor communication screen. They tried new batteries. There were no falls or electromagnetic interference (emi) that could be related to the issue. The patient had an appointment with the health care professional (hcp) in (B)(6) 2015 just to have the implantable neurostimulator (ins) evaluated. This hcp would not be the one to perform surgery. There was no indication that surgery was planned/scheduled. The patient was going to be sent a new patient programmer and if it did not work, the appointment in december with the hcp should be kept. The reported symptom was a lack of efficacy. This was considered to be a sudden change in therapy/symptoms and occurred in (B)(6) 2015. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or steps taken to resolve were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.